Manufacturer narrative:
The pump remains implanted supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had experienced intermittent low flow alarms and low speeds over the past few weeks. X-rays were taken of his percutaneous lead which revealed two compromised areas coming off of the lvad. The pt's equipment was exchanged and continuity testing was performed, during which all the leds illuminated. The pt was discharged to home and instructed to come to ER immediately if any further alarms or events occurred. Several days later the pt called the vad coordinator and reported a low flow, continuous alarm occurred while tethered to the power module. He also reported that the day before a similar event occurred. The pt was brought to the ER and a low flow, pump stop alarm occurred while the pt was tethered to the power module. The pt was placed on battery power. The pt cable was exchanged with a non-grounded pt cable. The pt was discharged to home and is ongoing with the lvad.